Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event is available at this time.

Event description:
It was reported that a small femoral fracture was noted and secured with cerclage wire when implanting the cls stem. Then, on post-op x-rays the fracture was found to be much worse and required further surgery. Cls stem was removed, and fracture stabilized with wires on revision surgery. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Report source: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00015.